Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from patient regarding their complaint of an infection and fluid around the implant. Patient reports they noticed this issue on 2023-mar-10 and their surgery site opened up, blood and fluid oozing out of 2 holes of the opening. Patient could not figure out the cause of their issue. Also, they were hospitalized, infection increased, and their hcp device to have device removed to help resolve patient's issues. Lastly, patient reports they had their device removed on (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller reported patient was told they can no longer have an MRI, however based on the patient's card, the patient would have the potential for full body eligibility. Caller stated patient is currently inpatient at the facility due to possible infection of the neurostimulator system. Caller reports patient had imaging done which revealed fluid around the ins, and further imaging is ordered of the spine to see if the leads are infected as well, possibly leading to removal of the ins or the whole system. Caller states patient has a history of three surgeries with past generators, some of which may not be other manufacturer devices (caller was unsure if past battery replacements or revisions included other manufacturer components). Caller reported the patient's medial chart states there was a surgery in 2004 and in 2014. Dates of 2004 and 2014 surgery align with implant dates. Caller did not have information related to when the infection may have began, or if anyone previously reported this information. Caller is unsure of the patient's managing physician. Troubleshooting was not required. Technical services (ts) advised caller to refer back to physician, referencing the eligibility form for MRI.